Event description:
It was reported that the patient presented during clinical follow up. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedances. Fracture was suspected by the physician and the reported lead was explanted and replaced. There were no patient consequences.

Event description:
Additional information received noted that the high pacing impedance was noted during implant procedure.